Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 10:53 am, the result using meter serial number (B)(4) was 504 mg/dl. The patient was treated with 16 units of regular-acting insulin. At 11:01 am, the result using meter serial number (B)(4) was 101 mg/dl. The customer stated the patient was currently feeling fine.

Manufacturer narrative:
Quality controls were run on each meter and passed. The meter and strips have been requested for return. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.